Event description:
Physio-control was performing an evaluation of a device returned on recall #z-0547-06 at the failure analysis center. It was found that the device was not able to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control found the internal batteries depleted due to excessive current leakage in the device's powered-off state. The root cause of malfunction was determined to be two electrically leaky filters, designator fl9 and fl10, from the analog pcb due to flux residue on the assembly. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.